Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error once 3 weeks back and the other one the day prior to calling. The customer stated that the drive support cap was loose and she went through and x-ray machine on (B)(6) 2016. Blood glucose value was 350 mg/dl. She also reported that she received an off no power alarm and a motor position encoder error alarm was found in the alarm history. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.